Event description:
The consumer's parent (paramedic) reported two (2) false negative results with the binaxnow covid-19 antigen self-test for one (1) patient and two (2) tests. This MFR. Report addresses test one (1) of two (2). The consumer's parent reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023 on a nasal swab. Additional testing was performed six (6) days later using a flowflex test via an unknown swab type that generated a positive result. This testing was prompted by the consumer's grandmother becoming symptomatic after watching her for a day ((B)(6)2023). Confirmation testing was not performed. It was reported that the consumer was symptomatic at the time of testing, which was described as "sore throat, fever, pale, low blood pressure, feeling like she was going to die [sic], syncope, extreme weakness, cramping, diaphoretic, and clammy". The consumer's parent reported that the consumer went to the doctor on (B)(6) 2023 and was denied a second covid-19 test by her healthcare provider, as she had just tested negative with binaxnow covid-19 antigen self-test at home. Additionally, it was reported that the consumer was initially prescribed antibiotics prior to knowing that she was positive for covid-19; once she tested positive ((B)(6) 2023), it was reported that doctors did/would not prescribe any further treatment. The consumer's parent reported that the consumer experienced a delay in diagnosis due to the test results, as she was denied any confirmatory testing at the doctor's office. Additionally, the consumer's parent reported there was an impact on the consumer's treatment, as she was given unnecessary antibiotics. Furthermore, the consumer's parent is alleging that the consumer involuntarily spread her disease to her grandmother, as she was in close contact with her while being watched for the day.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use; device discarded.

Event description:
The consumer's parent (paramedic) reported two (2) false negative results with the binaxnow covid-19 antigen self-test for one (1) patient and two (2) tests. This MFR. Report addresses test one (1) of two (2). The consumer's parent reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023 on a nasal swab. Additional testing was performed six (6) days later using a flowflex test via an unknown swab type that generated a positive result. This testing was prompted by the consumer's grandmother becoming symptomatic after watching her for a day ((B)(6) 2023). Confirmation testing was not performed. It was reported that the consumer was symptomatic at the time of testing, which was described as "sore throat, fever, pale, low blood pressure, feeling like she was going to die [sic], syncope, extreme weakness, cramping, diaphoretic, and clammy". The consumer's parent reported that the consumer went to the doctor on (B)(6) 2023 and was denied a second covid-19 test by her healthcare provider, as she had just tested negative with binaxnow covid-19 antigen self-test at home. Additionally, it was reported that the consumer was initially prescribed antibiotics prior to knowing that she was positive for covid-19; once she tested positive ((B)(6) 2023), it was reported that doctors did/would not prescribe any further treatment. The consumer's parent reported that the consumer experienced a delay in diagnosis due to the test results, as she was denied any confirmatory testing at the doctor's office. Additionally, the consumer's parent reported there was an impact on the consumer's treatment, as she was given unnecessary antibiotics. Furthermore, the consumer's parent is alleging that the consumer involuntarily spread her disease to her grandmother, as she was in close contact with her while being watched for the day.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 188541 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160 / lot 188541 and device part number 195-430h / lot 176532. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 188541 showed that the complaint rate is (B)(4)%. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.d4 (expiration date) h3 other text : single use; device discarded.